Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, thailand is an OEM manufacturing site. B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use bd vacutainer® safety-lok¿ blood collection set the grey protection of the adapter covering the needle did not go back in place and blood flowed on patient bed. The following information was provided by the initial reporter: during the blood collection by frank puncture, when the tube was removed, the grey protection of the adapter covering the needle did not go back in place, leaving blood to flow on the patient's bed. The soiled device is available at updms.

Event description:
It was reported that during use bd vacutainer® safety-lok¿ blood collection set the grey protection of the adapter covering the needle did not go back in place and blood flowed on patient bed. The following information was provided by the initial reporter: during the blood collection by frank puncture, when the tube was removed, the grey protection of the adapter covering the needle did not go back in place, leaving blood to flow on the patient's bed. The soiled device is available at updms.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-19. H.6. Investigation summary: material #: 367282. Lot/batch #: 22m12a1. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the sleeve was observed to not fully cover the non-patient cannula and the root of the sleeve overlapped the luer adapter thread. However, the returned sample did not have a trace of blood on or inside the butterfly needle so it could not have been used and is likely a recreation of the incident. The root of the sleeve overlapping the luer adapter thread could be caused by inserting a blood collection tube without the use of a tube holder. Safety-lok blood collection sets (slbcs) should always be used with a tube holder attached. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 13 retention samples by functional draw testing and no issues were observed relating to sleeve side-piercing / sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.